Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer filled cartridge with cold insulin. Customer reloaded cartridge with room temperature insulin to resolve the issue. Customer¿s blood glucose level was 119 mg/dl.